Manufacturer narrative:
The root cause for the reported issue of the excessive heating was not determined. The reported issue that there was excessive heating could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, "the device was heating up. The biomed noticed the unit heating up near the aluminum mounting bracket after being plugged in for a prolonged amount of time. He believes the issue is not with the battery; rather, the power supply board. There was no patient involvement."